Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states customer was unable to obtain a result on the aviva system due to an error on the device. The following morning the caller noted the customer was unresponsive. Emergency medical technicians (emts) were called; customer tested 28 mg/dl on professional device and was treated with an IV (contents unknown). Customer awoke after treatment and was taken to the hospital where she remains. Requested return of suspect device and replacement was sent.

Event description:
The customer reported that the device resets when charge button is pressed during opcheck.